Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the patient on 11/26/96. On 11/30/96, decreased augmentation was noted on the iabp, accompanied by betadine-colored spattering in the balloon extender tubing near the patient. The patient's doctor was called and was present when dark red blood was noted to be filling approx one-half of the extender tubing. When the iab was removed on 12/1/96, there was a hole in it. Due to the appropriate and timely intervention, the patient suffered no long-term adverse effects due to this event.